Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue. A review of the electronic patient record was also performed and it was observed that the device did experience an unexpected loss of power. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device lose power several times while monitoring a patient. The customer indicated that the patient was only being monitored and there was no need for defibrillation therapy. The patient did survive the event and did not suffer any adverse effects during the event. The customer did not have any additional details of the event.